Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the stylet was unable to be removed from the left ventricular lead, which resulted in an unraveling of the lead. The lead was replaced to resolve the event and the patient was in stable condition.

Event description:
Additional information was received indicating there was no alleged malfunction with the lead or the stylet.